Event description:
Approc four days post index procedure the pt presented with an acute recurrent myocardial infarction. At the time of arrival at the cath lab the pt was pulse-less. Emergent resuscitative measures were started. The pt was already intubated. Emergency visualization and angioplasty of the right coronary and circumflex artery were carried out. However the pt had a ventricalar standstill, and he started showing clot formation in the left anterior descending artery system, which was brought open easily. The pt, despite multiple attempts at cardioversion, could not be resuscitated and after approc 45 minutes the code was called off and the pt was pronounced dead.